Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s dad reported via phone call that the customer having blood glucose level. The customer¿s blood glucose level was 400 mg/dl and 150 mg/dl respectively. Based on customer¿s report customer was alleging under delivery of the insulin pump. Customer stated that they received no insulin flow block alarm but blood glucose kept going up even after doing bolus. Customer was ready to troubleshoot. Customer also stated that they had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform the high pressure test. Customer was treated with bolus for high blood glucose level. The auto mode feature was on during adjusting the insulin at the time of high blood glucose event. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.